Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and the lens was received cut in half, most likely to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specifications. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150, from the left eye of a female patient was performed for change of lens power. No additional information was provided.